Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 8 days post-operative of a procedure to resect cancer on ileocecal valve, where the device was used to cut first on ilion distal part and second on first portion of transverse colon with a suture manual laterolateral anastomosis, it was found that the ileal stapling line was open. The patient was re-intervened by emergency, and the surgeons performed the same technique, making a new margin resections at the colon and ilion. Finally, a suture manual laterolateral anastomosis was done.